Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that on (B)(6) 2013, at 2:00pm he obtained an alleged inaccurate high reading with the subject meter. The csr noted that the patient did not recall the inaccurate result obtained with the subject meter. However, the patient confirmed that he administered 2 additional units of insulin in response to the elevated result and approximately 20 minutes later developed symptoms of feeling ¿sweaty and weakness¿. At the onset of symptoms, the patient confirmed he tested his blood glucose with the subject meter, but did not recall result obtained. The patient claimed he treated himself with food and/or drink in response to the symptoms and confirmed feeling better afterwards. During the follow-up call, the patient confirmed that he had not made any changes to his diet or activity level prior to onset of symptoms. At the time of troubleshooting, the csr noted that the patient performed two consecutive blood glucose tests with the subject meter and obtained readings of ¿148 and 119 mg/dl¿. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of less than or equal to 20%. The csr noted that the patient did not have control solution available to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (07/02/2013) product evaluation: the test strips were returned on 07/02/2013 and analysis completed on 07/09/2013 by lifescan product analysis with the following findings: the returned test strips were analyzed using control solution and the reading was not within the expected range (high). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.